Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected alarm error test. Unit had intermittent button response at the up arrow button. Unable to determine root cause of the intermittent button response at the up arrow button due to pump preservation. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked case at reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip, stainer end cap sticker, stained keypad overlay and a stained address/serial number label. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that the customer passed away at home. The cause of death was lung cancer. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was normal at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump had intermittent button response at the up arrow button. See svn 307977019 for the original death notification.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2017.